Event description:
It was reported that during the implant procedure an orange dot on the cuff was observed with an artificial urinary sphincter (aus). Further examination of the cuff it was identified as a raised silicone nodule, the physician determined that there could be a risk of the consistency of the silicone strength across the cuff and it was considered to be a product fault. The aus cuff was not implanted and a new aus cuff was implanted. The physician noted with the implanted cuff there was colored dots but there was no change to the silicone material thickness. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. This size dot is allowable at product inspection. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during the implant procedure an orange dot on the cuff was observed with an artificial urinary sphincter (aus). Further examination of the cuff it was identified as a raised silicone nodule, the physician determined that there could be a risk of the consistency of the silicone strength across the cuff and it was considered to be a product fault. The aus cuff was not implanted and a new aus cuff was implanted. The physician noted with the implanted cuff there was colored dots but there was no change to the silicone material thickness. Should additional relevant details become available, a supplemental report will be submitted.